Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system cannula would not release. The following information was provided by the initial reporter: IV cannula would not release.

Manufacturer narrative:
H.6. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system cannula would not release. The following information was provided by the initial reporter: IV cannula would not release.